Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another device. The reporter did not provide readings obtained on either of the devices. This complaint is being reported the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.